Manufacturer narrative:
Based on the reported information and evaluation of the returned product, the findings were as follows: the unit was received with the hex bushing worn and in need to be replaced. Repairs were made to the lock being loose from the hex bushing being worn from extended use of unit and cleaning at elevated temperatures. The ratchet extension arm failed the go nogo gage and would not accept go gage. The large starburst showed some wear but was still functional. Heli-coils were also needed. All the other components were functional. This mayfield 2000 skull clamp was worn from extended use (manufactured and purchased last quarter of 1998) with no previous repair history. Therefore, the root cause is not due to the design or manufacture of the unit. Integra considers this complaint investigation closed. Future incidents of this nature will be documented for recurrence and trending purposes.

Event description:
When the physician applied the mayfield 2000 skull clamp to the patient's head for a posterior laminectomy procedure, the physician felt the articulating arm side of the clamp containing the two skull pins was loose and would not tighten. There was no patient injury reported. Another skull clamp was then used.